Event description:
It was reported that the device will not turn on using dc power. After the device is turned on using ac power, it functions properly on battery power when the ac power is removed. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.